Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identification (UDI) is unavailable. Device manufacturing date is unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information that while testing for other unrelated cases, a representative observed issues when trying to transfer more than two images from an image acquisition system (ias). The ias indicated that the transfer was completed but the navigation system remained in "ready to acquire images". Troubleshooting involved exiting the application and re-entering. The additional spin was then able to be transferred. There was no patient present when this issue was identified.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided. A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.